Event description:
It has been reported to philips that the equipment did not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files did not show any host pc malfunctions. Upon troubleshooting, fse found the cause of the reported issue to be the host pc. Fse replaced the host pc and hard disk. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.